Manufacturer narrative:
Continuation of medical devices: imd49jb lead implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited unstable thresholds and a possible fracture. A polarity switch from bipolar to unipolar was noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.